Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that during the device checks, it was detected that capacitance was defective. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on MDR#3030677-2025-000640. Please disregard this report.